Event description:
The customer contacted baxter's technical service center to report that she found an air bubble in the patient line. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient (hp) regarding the air in line, the hp explained that she had a closed clamp on one of the lines, and that might have been the cause. The hp stated that she had discussed the issue with the nurse. Per hp, she did not have any injury or harm as a result of this incident. Per hp, there were no defects on the supplies, and that it was her fault. Per hp, she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the patient had air in the patient line. From a follow up phone call by product surveillance, the patient revealed that she had a clamp closed on a supply line connected to a solution bag. The patient is continuing therapy on the homechoice with no further issues. The cause of the air in tubing is user error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.